Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use a backup therapy to ensure insulin delivery. The customer was also advised that the replacement pump would have updated software, and they were given instructions on how to return the malfunctioning pump to tandem. The customer understood and acknowledged all instructions, including the need to input their settings and connect their cgm to the new pump.